Event description:
It was reported during surgery that the driver tip broke at the distal tip while inserting the screw. The surgery was completed with a new driver and screw. No adverse patient consequences were reported. Requests for additional information were made to no avail. This report is related to report number 3025141-2024-00757 for the screw involved in this event.

Manufacturer narrative:
The reported t8 cannulated stick fit hexalobe driver was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the t8 cannulated stick fit hexalobe driver (part number: 80-4155) batch/lot number is unknown. Based on the information received, the root cause could not be determined.